Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip deployment difficulty it was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. Then during the deployment sequence, the actuator knob was rotated eight times; however, the clip would not detach from the delivery system. The actuator knob was rotated slightly more, but the clip would still not detach. The cds was pulled back a bit, and then the mandrel protruded out of the distal end. A decision was made to call a trainer to help facilitate the clip deployment process. The cds was straightened and obtained more coaxial. Then the clip was deployed. The clip is stable on both leaflets. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported difficult / delayed activation could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). The reported material protrusion / extrusion was not be confirmed via return device analysis. Additionally, it observed that the actuator mandrel was separated and the l-lock tabs were scratched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported difficult / delayed activation and material protrusion / extrusion could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.